Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was generating tones following delivery of shock therapy. Upon interrogation, the device displayed a 'warning: a possible device malfunction' message has occurred.